Event description:
The customer tested her blood glucose using her contour usb and contour meters. The contour meter read 237 mg/dl, while the usb meter read 102 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement test strips and a new meter were sent to the customer.